Event description:
It was reported that an air leak was noted during preparation of the stent delivery system (sds). The device was used to treat the pt, which is contrary to IFU. The sds was advanced into the lesion, and during the first inflation attempt, the sds would not inflate. Upon the second inflation attempt, the inflation device was turned rapidly to inflate the device. As it inflated, contrast was noted to be leaking out of the device and into the vessel. The stent separated inside of the guiding catheter while attempting to remove the delivery system through the guiding catheter contrary to IFU. The guiding catheter and guide wire were removed to retrieve the stent. The lesion then appeared totally occluded, attempts to rewire the vessel were unsuccessful, and the pt was sent to surgery.